Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) remains charged only if it is attached to the current. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Communication/interviews: (4111/213) a getinge field service engineer (fse) evaluated the iabp unit and was and was able to reproduce the reported issue. The fse conversed with the customer via telephone and agreed that the batteries needed to be replaced to correct the issue. The batteries were replaced and there was no longer a failure, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use it was observed that the cardiosave intra-aortic balloon pump (iabp) remains charged only if it is attached to the current. There was no patient involvement, and no adverse event reported.